Event description:
Reported of an unrestricted flow. During preventative maintenance testing by the user facility it was noted that after loading the tubing set into the pump and closing the door, unrestricted flow reportedly occurred. There were no reports of any adverse pt events while the device was in clinical use.